Event description:
It was reported by service report that there was no power to the bed, and the motion interrupt pan was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged head-end sensor coil cord. Missing motion interrupt pan.